Event description:
It was reported that during in-service on a new cardiosave intra-aortic balloon pump (iabp), once rescue unit was placed back into hybrid cart, the power did not switch to ac power as it just stayed on battery. The iabp was removed from the cart and placed back in a few times, and then finally switched to ac power. The pump has not yet been used clinically. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to reproduce the reported issue. The stm could not find any problems with the charger system. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during in-service on a new cardiosave intra-aortic balloon pump (iabp), once rescue unit was placed back into hybrid cart, the power did not switch to ac power as it just stayed on battery. The iabp was removed from the cart and placed back in a few times, and then finally switched to ac power. The pump has not yet been used clinically. There was no patient involvement and no adverse event was reported.